Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 1139 mg/dl. The customer stated that in the month of july she was hospitalized with pneumonia, and she believes that she did not fully recovered from the illness. Troubleshooting was performed. The programming on the insulin pump was reviewed and the daily totals matched to the bolus and basal history, except for one day. The customer stated that she is on manual injections per doctor's request until she visits the doctor, and a replacement insulin pump was requested. No further information was provided.